Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones. The clinician requested the patient perform a latitude patient initiated interrogation (pii).

Manufacturer narrative:
A review of latitude showed that the device had declared elective replacement indicator (eri) battery status with a monitoring voltage of 2.74v and a charge time of 20.0 seconds. The device was not included in the mid life display of replacement indicators advisory population, but appeared to be exhibiting the advisory behavior. No adverse patient effects were reported. As of today, available information indicates the device remains implanted. This report will be updated if additional information is received.

Manufacturer narrative:
The field representative later reported that the patient had a device replacement and received a competitive device. The location of the explanted device was not known. This report will be updated if additional information is received.